Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) , g6 (indication that this is a follow-up report) , h2 (follow-up due to additional information and device evaluation), h3 (device evaluated by manufacturer), h6 (identification of evaluation codes 10, 11, 3331, 3259, 19). The returned sample was inspected upon receipt and confirmed that the one side of the v-cutter was broken off. A retention sample from the same lot number was inspected to show no anomalies with the device and a fully intact v-cutter. During the manufacturing process, all vsp550 units are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. The cracked/fractured distal end of the v-cutter most likely resulted from excessive force applied to the distal end of the v-cutter during the procedure. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 2, 2026. Upon further investigation of the reported event, the following information is new and/or changed: d9. (Device availability - added date returned to manufacturer). G3. (Date received by manufacturer). G6. (Indication that this is a follow-up report). H2. (Follow-up due to additional information). H3. (Device evaluation anticipated by manufacturer) a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular, during vein harvesting procedure, while harvesting the saphenous vein, the plastic piece on the tip of the terumo virtuosaph plus endoscopic vessel harvesting system broke off. Piece was retrieved and no evident harm was caused to the patient. Equipment was exchanged. The only delay was waiting for a new one to be opened. *product was changed out. *procedure completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.